Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse isolated failure to the helium reservoir fill assembly not filling the balloon. To fix the issue, the fse replaced the helium reservoir assembly which corrected the autofill failure. The fse then calibrated the helium regulator to specifications and performed all functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications and was released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.